Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic prostatectomy procedure during the initial activation of the device they were not getting coagulation. They were not on any vascular when this occurred. Completed the procedure with a new like device. There was no patient consequence reported.